Manufacturer narrative:
Device evaluated by MFR: the stent was returned for analysis. The stent was received on the product mandrel. The stent protector was returned with device, the inner diameter of stent protector was measured with pin gage. There were stent struts bent and lifted. The stent appeared to be kinked. The stent delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 16 synergy¿ drug-eluting stent was selected to treat the target lesion. However, during unpacking, upon removing the stent protector, it was noted that the stent dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 16 synergy¿ drug-eluting stent was selected to treat the target lesion. However, during unpacking, upon removing the stent protector, it was noted that the stent dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.